Event description:
It was reported that there had been excess volume at refills. On (B)(6) 2013, a pump myelogram was done; the physician was unable to aspirate the catheter; they had difficulty flushing contrast or saline through the catheter. Contrast appeared to collect some in the tissue at the spine; they were unable to discern intrathecal spread. It was felt that the catheter was occluded. The patient was scheduled for a revision surgery. There were no patient symptoms/injuries related to this event. The patient status was reported as ¿alive - no injury/no adverse event¿. The pump was delivering infumorph and bupivacaine. It was later reported that the catheter was changed to a new catheter and everything ¿seems fine¿.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8590-1, lot# n198827, implanted: 2011, product type: accessory. (B)(4).